Event description:
The customer reported having an extensive artefacts issue with the system. A user report was received related to a reported product problem which was investigated by the engineer and confirmed that the reported complaint was intermittent. The ECG module was replaced to correct the reported complaint. The device was calibrated with nbp and co2. The device was returned to the customer with full working functionality.